Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had no ECG (electrocardiography) showing with a good cable attached. The device was in use during the daily check and the user had to switch to another monitor, there was no patient impact.